Manufacturer narrative:
The complainant has discarded the impella pump and guidewire product. Analysis is not possible. There was a request made for return of echo imaging and the impella console data logs. They have not yet been returned for analysis. Should more information be shared into the cause of the ventricular perforation, and a root cause be determined, another report will be filed.

Event description:
The medical center had a patient admitted in cardiogenic shock suffering from an acute myocardial infarction. She had an impella cp placed for hemodynamic support for an angioplasty and thrombectomy of the left anterior descending coronary artery. The first impella pump placed had low flows and was replaced. After placement of the second impella cp the patient the patient condition deteriorated and an echo revealed a effusion. The team attempted to perform a pericardiocentesis to remove the fluid. During this time she was receiving multiple rounds of defibrillation and CPR. The patient expired. The medical team attributed the effusion to the impella guidewire causing a perforation.